Event description:
Caller reported a cgm error and contacted technical support for assistance. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, after which the error did not reappear, and the customer successfully started their sensor session.